Event description:
Event reported to risk management 8/11/97. Unsure of relationship between incident and pt outcome. Pt was a trauma victim with injuries to include respiratoory failure. On 7/13/97, respiratory therapy noticed humidification chamber of mechanical venticular to be dry and sterile water fluid bag and line disconnected and missing. Bronchoscopy revealed large amounts of thick secretions. Progressive ards noted. Uncertain of reason for development of ards. Later developed multi-system failure. Expired 8/7/97.